Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ongoing intermittent noise on the atrial lead had been observed and monitored over several years in clinic. The 2-3 second noise episodes were causing inappropriate auto mode switch episodes. The physician elected to cap the lead and replaced a new atrial lead at the time of the generator change out on (B)(6) 2016. The patient did not have any symptoms or complications during follow up pre- procedure and during the lead replacement procedure. Patient was discharged the next day without any complications or issues.